Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number, which meets the requirements of the similar product, which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced redness, irritation, and a small blister at the stoma site and was prescribed cavilon spray and fucibet topical cream. On (B)(6) 2018, the patient was prescribed ciprofloxacin oral antibiotic for 10 days for the stoma site infection. The stoma site infection resolved.